Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2017, product type extension .

Event description:
Additional information was received from the rep. It was reported that patient's extension was replaced. The coiled extension coupled with the patient's significant weight loss was the surmised cause of the pocket issue. The extension was tunneled differently and the problem was resolved without sequela. The weight of the patient was unknown at the time of the event as patient did not mention a specific number. No further complications were reported/anticipated.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient felt that the ins is poorly placed and that the extension creates bulky in pocket area. Today they plan to move the pocket some and they may change out an extension, but at this time it is unknown. The patient had discomfort at the pocket. The rep called back to review that the torque wrench comes with the extension kit.